Event description:
It was reported that the day after an artificial urinary sphincter (aus) replacement surgery, the patient had to have a catheter inserted due to retention. Several subsequent trials to void without the catheter were unsuccessful. No further information was provided.

Event description:
It was reported that the day after an artificial urinary sphincter (aus) replacement surgery, the patient had to have a catheter inserted due to retention. Several subsequent trials to void without the catheter were unsuccessful. After the surgery, the patient had swelling over scrotal pump and bruising, therefore it was presumed that the inflammation caused the retention. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.